Event description:
It was reported to boston scientific corp on (B)(6) 2008, that a radial jaw 3 biopsy forceps device was used for a colon biopsy procedure on (B)(6) 2008. According to the complainant, after several biopsies had been taken, the physician noted that one of the two cups of the forceps was missing. It was also noted that it was difficult to remove the device. The missing cup of the forceps was not located. The procedure was not completed. No pt complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date cannot be determined. The device was discarded. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. (B)(4).